Event description:
The account generated a false positive architect troponin-I (0.58 ng/ml) on a patient who repeated architect troponin-I negative with a new specimen. An earlier collected specimen also generated a negative architect troponin-I result. Through troubleshooting, it was discovered that an incorrect sample type was used to generate the false positive architect troponin-I result. The patient was treated with heparin due to the positive architect troponin-I result.

Manufacturer narrative:
(B)(4) - (unnecessary heparin treatment) the evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
(B)(4). The evaluation performed a complaint review and although the bucket search identified atypical activity related to the customer's issue of discrepant patient results, the lot search did not identify any other related complaints for the likely cause lot. Additionally, accuracy testing was performed using likely cause lot 59997un10 and the testing met acceptance criteria. The lot search and testing indicate that architect stat troponin-I reagent lot 59997un10 is performing as intended. Also, a labeling review was executed for architect stat troponin-I reagents for elevated patient results. The architect stat troponin-I package insert, limitations of procedure section addresses this issue. No additional issues were identified and no further investigation is needed. No product deficiency was identified.